Event description:
This is a spontaneous case report received from a other health professional in united states on 19-oct-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015 for permanet sterilization. Patient complained of debilitating pelvic pain and bleeding since essure procedure. She was demanding removal of essure coils and tubal ligation as soon as possible. Product technical complaint investigation result received on 22-nov-2015: the bayer ptc reference number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Follow-up information was received on 15-jan-2016 via essure health care provider general questionnaire. This case was upgraded to incident. Patient's initials, date of birth, weight and height were provided. This report refers to a (B)(6) female patient. She denied any previous gynecological interventions. Medical history included 3 ltcs (interpreted as low-transverse cesarean section). She was 2 1/2 onths postpartum at the time of essure insertion. General anesthesia was applied during insertion and essure was easily implanted. Fluid loss during hysteroscopy was less than 1500cc and the procedure did not take more than 20 minutes. Depo-provera was used as back-up contraception after essure insertion and before total occlusion confirmation. On unspecified date she was complaining of pain unresponsive to pain meds and antibiotics. On (B)(6) 2015 the following diagnostic tests were performed: esr - 5; chlamydia - nr and cbc - 5,3/13,8/39,7/180. On (B)(6) 2015 hsg (hysterosalpingogram) was performed prior to hysteroscopic removal of coils and confirmed bilateral occlusion and correct placement. She was admitted to the hospital for d/c (dilatation and curettage) for op surgery. Essure was removed via laparoscopic bilateral salpingectomy per patient request. Pathology showed normal fallopian tubes and 2 complete essure coils. Perforation was denied. Patient's symptoms/pain resolved after surgery. On (B)(6) 2015 she went for postoperative follow-up and was doing well with no complaints. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced debilitating pelvic pain and constant bleeding since the essure procedure (interpreted as genital bleeding). The events were considered serious and listed in the reference safety information for essure. In this case, consumer was admitted to the hospital for d/c (dilatation and curettage) for op surgery and had essure removed via laparoscopic bilateral salpingectomy. Patient's symptoms/pain resolved after surgery and perforation was denied. Considering that the events occurred since essure insertion and based on their nature, a causal relationship with suspect insert cannot be excluded. This case was upgraded to incident since surgical intervention was performed. The product technical analysis concluded unconfirmed quality defect, there is no relationship between the reported medical event and a quality defect. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.